Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad rubber is peeling the entire length on both sides. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the ok keypad button is intermittently responsive and the contrast button is completely unresponsive. The up arrow and down arrow buttons were responding appropriately. There was evidence of keypad contamination found under the up arrow and down arrow key contacts, and the contrast key contact was missing.

Event description:
The patient contacted animas on (B)(6) 2012, alleging that the rubber on the keypad buttons was "slipping" and "moveable" for one week. The patient indicated that the down arrow keypad button was loose and would slip up to the up arrow keypad button. The patient denied damage or moisture to the pump. The patient reportedly wears the pump attached to a belt and occasionally in a garment. The patient does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.